Event description:
It was reported that a user experienced hypoglycemia while using the ilet during a period of increased physical activity, with a lowest glucose of 43 mg/dl and an out-of-range duration of about one hour, and the device alerted for low glucose. Symptoms included no reported clinical symptoms. Outcomes included self-treatment with oral carbohydrates, specifically donuts and milk, without need for outside assistance or medical intervention. Investigation included review of available device use patterns and user education on operation and activity management. Investigation of this case revealed that the user had paused insulin for multiple hours and, upon resumption, the system delivered insulin without accounting for paused insulin as insulin on board, which contributed to recurrent lows in the setting of increased activity. It was concluded, based on previously established findings for similar reports, that the cause was unclear hypoglycemia with user-related insulin pausing and activity changes as contributing factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.